Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that they experienced headaches shortly after receiving stimulation. The impl antable neurostimulator (ins) was programmed to 6.5v, 130 hz, 450 usec on both sides. Cycling was enabled with 5 seconds on and 10 seconds off. The cause of the issue was not available. The patient's headaches disappeared when stimulation was turned off and reappeared when stimulation was turned on at the same settings. Stimulation was turned down to 6v on both sides and the patient did not experience any headaches for approximate 17 hours of stimulation. The issue was resolved at the time of this report. No further patient complications were anticipated.